Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating high blood glucose readings from the insulin pump. The customer's blood glucose reading was 358 mg/dl. The customer stated that she had unexplained high blood glucose readings. The customer stated that she had symptoms such as nausea. The customer was advised that the possible symptoms could be diabetic ketoacidosis. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions. The customer was advised to call back for assistance if unexplained high blood glucose readings persist.